Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of approximately 5 mm and 7 mm. Due to the patient's severe calcification on all three native cusps, the valve was unable to fully open upon deployment. A balloon aortic valvuloplasty (bav) was performed allowing the valve to expand. A fluoroscopy and transthoracic echocardiogram (tte) revealed moderate to severe paravalvular leak (pvl). Another bav was performed and the valve further expanded. The physician reported that this dilatation may have been caused a perforation in the ventricular septum below the valve. The balloon was deflated and removed from the patient. The patient started to become hypotensive. Chest compressions were performed while the patient was set up for bypass. Surgical intervention was performed and the septum was repaired. The valve was explanted and a medtronic bioprosthetic valve was implanted. The patient died the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.